Event description:
Additional information received from healthcare provider (hcp) reported that the implantable neurostimulator (ins) was moving around quite a bit and was in the same area as where patient was experiencing pain under the armpit and pectoral area. Patient experienced pain when they lifted up or down or out. Hcp thought the pain might be caused by the loose ins. A week later, another hcp reported that the cause of pain at ins site or ins movement were unknown. This issue has not been discussed at the clinic visits. There was no action/intervention to resolve the pain at ins site or ins movement.

Event description:
Additional information received from the consumer reported they thought the implantable neurostimulator (ins) was moving around more in (B)(6) 2015. The way the patient pictured it was the ins was hooked in a couple places and one of them came loose. There was no redness or warmth at the ins site and no pulling or tugging sensation in the neck. Potentially relating to the issue, the patient again mentioned the instance where their son picked them up and squeezed them. This was noted to have occurred in (B)(6) 2015.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported no steps had been taken yet to resolve the implantable neurostimulator (ins) from moving around as they had left soon after for vacation nor was it presenting any problems. They had a regular appointment scheduled for (B)(6) 2016 to see their doctor and deep brain stimulator (dbs) nurse and would have them check it out at that time.

Manufacturer narrative:
(B)(4)

Event description:
A consumer reported that she hurt her ribs in summer of 2015 and she still had back-rib pain. Three weeks later, the consumer further reported that she followed up with chiropractor in (B)(6) 2015. The back and rib pain initially occurred in (B)(6) 2015. She had pain for several weeks after, and then eventually it went away. It was indicated that she initially had pain in front near neurostimulator unit. The injury happened when her son helped her down from flatbed wagon (farm equipment). It squeezed her and pushed the neurostimulator unit into rib and presumably bruising it. The pain started to recur in (B)(6) 2015 and it moved around to back of rib cage. It was very painful and had sleeping difficulty. It was also reported that the chiropractor believed october pain caused from july injury and that rib had probably been fractured or broken rather than just bruised. The indications for use for this patient were parkinson's dual and movement disorders.